Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was bacteremia due to (B)(6). The patient was a participant in the adapt response clinical study. No other information is known at this time.